Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
The reporter contacted lfs alleging that the pt's ome touch ultra meter was reading accurately high. The pt obtained a result of hi on the reported meter while experiencing no symptoms. No actions were taken following the use of the meter. The pt was t ken to the hosp where a blood glucose reading of 40 mg/dl was obtained on a hosp device. No treatment was provided. The reporter was unable/unwilling to describe the pt's technique for applying blood to the test strip. The customer service rep walked the reporter through two consecutive control solution tests and both results fell outside specs. The reporter did not allege harm. The pt did not experience injury or medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The test strips and control solution were replaced.